Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited high capture threshold due to the lead being dislodged. The physician attempted to reposition the lead but was unsuccessful. The lead was explanted and the device is being used as a dual chamber system. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and operation issue. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damage.